Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/31/2020.

Event description:
The customer reported that the unit is restarting and displays frequent post timer/24v failure error. The field service engineer was able to duplicate the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered during routine testing. The field service engineer (fse) reconnected the sensor board cable connectors, performed est and sst successfully. The ventilator is working ok.